Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device a was returned with the blade scratched and cracked and not broken as it was reported in the event description. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed and the blade tip broke off. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Event description:
It was reported that during an unknown procedure, the titanium tip broke and was removed with forceps. Changed to another device to complete procedure.